Event description:
It was reported that the balloon burst and became difficult to remove. A seismiq atk catheter was selected for use in a pad (peripheral artery disease) procedure. During the procedure, the balloon burst and became difficult to remove. The whole system was taken out with the wire.